Manufacturer narrative:
The returned device was evaluated and the slide insert was in the deployed state when the device was received. The data showed that the first priming sequence ended at (B)(4)pulses and deactivation occurred at (B)(4) pulses, end of the second prime. Investigation found damage to the bottom housing caused by the formed needle deploying into the bottom housing. This damage resulted from an improper installation of the chassis sub-assembly into the bottom housing, which led to the needle deploying late.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the needle mechanism had deployed late, before the pod was able to be used. The pink slide was forward and the cannula was visible.